Manufacturer narrative:
G4: 06may2020. B4: 07may2020. There was no report of medical intervention being required as a result of this event. The customer reported that one of the pins from the autozero solenoids to the data acquisition (da) printed circuit board assembly (pcba) was off and that reseating the da pcba resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported check vent alarm for proximal autozero failure. The customer confirmed an error indicating proximal pressure is not measuring and pressure related alarms are compromised. The customer was not able to duplicate the reported issue. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.